Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported elevated blood glucose (400 mg/dl) while using the ilet bionic pancreas system. The user stated blood glucose levels had been high for approximately 72 hours. During troubleshooting, the infusion set was removed, and the cannula was found bent. The user replaced all supplies, and blood glucose correction was initiated. No hospitalization or long-term effects were reported.